Event description:
The surgeon attempted to implant a aa4204vf lens inside the pt's eye. The lens was implanted, but had to be removed and replaced because the surgeon noticed a capsular tear. The surgeon further noted that the pt had a small pupil. No vitrectomy was performed and the pt's prognosis is good. The pt's post-op uncorrected visual acuity was 20/30.